Manufacturer narrative:
The field service engineer (fse) found that the inner hose of the ventilator had been physically damaged by grinding against the bottom of the compressor. This was due to the fact, that a spring that protects the hose, had moved out of place. The hose was replaced and the device passed all functional and safety tests before being returned to service. The replaced part was discarded and not returned for investigation. The cause for the spring moving out of place has not been determined as a result of the lack of returned goods for investigation.

Event description:
Our field service engineer (fse)noticed during a preventative maintenance that the compressor mini displayed an error code indicating low pressure. There was no patient involvement reported. (B)(4).